Event description:
The customer received a blood glucose reading of 432mg/dl on her contour link meter and she injected insulin accordingly. Twenty minutes later she re-tested and her blood glucose was 41mg/dl with hypoglycemic symptoms. The customer took oral glucose. When she tested her blood again , the reading was up to 70mg/dl.customer is to return her strips for evaluation. New meter and strips were sent to her.